Manufacturer narrative:
Results were received on an aviva meter.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a nurse's meter, within 10 minutes: 450 mg/dl (aviva) and 120 mg/dl (nurse's meter). It is unknown if the nurse's meter was a professional meter or a personal meter. No adverse event reported. Return of the suspect device was requested for evaluation.